Event description:
Customer states: prior to use on a pt during pre-test, a nurse confirmed the evacuation failure. Customer confirmed there was no pt involvement.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is rec'd, a summary of the investigation will be provided in a supplemental report. (B)(4).